Event description:
On (B)(6) 2024, it was reported an incident with a selenia dimensions mammography system. The incident occurred when the radiologist pressed the foot pedals to move the c-arm vertically. It was reported that the c-arm did not stop moving up, until it was mechanically locked in a high position despite efforts from the radiologist to stop the movement. The radiologist performed a first troubleshooting by pressing the emergency button, and the c-arm control movement came back to normal. It was reported that the issue occurs again when foot pedals are disconnected and reconnected. The incident occurred prior to procedure without the patient in the room. A field engineer examined the device and found that the foot switch and c-arm switch were getting stuck. The field engineer opened both switches and cleaned them internally, this solved the issue. After functional check-up the unit was given free to the customer since it was meeting technical specifications .no injury was reported.

Manufacturer narrative:
On (B)(6) 2024, our customer reported an incident with our selenia mammography system. The incident occurred when the user pressed the foot pedals to move the c-arm vertically. It was reported that the c-arm did not stop moving up (until it was mechanically locked in a high position) despite efforts from the user to stop the movement. The user pressed the emergency button, and the c-arm control movement came back to normal. It was reported that the issue occurs again when foot pedals are disconnected and reconnected. The incident occurred prior to procedure without the patient in the room. No injury was reported to the user. On (B)(6) 2024, our hologic field engineer visited the site to examine the system for uncommanded movement of c-arm. Our hologic field engineer found that the foot switch spring and c-arm switch were stuck. The engineer opened both switches and cleaned them internally. Our hologic field engineer confirmed the cause of this incident was 2 stuck switches. Our hologic field service engineer, after a functional checkup of the unit, confirmed the system was working according to the specifications. No part was returned, so no initial evaluation could be performed. The footswitches were 4869 days old from the date of system manufacture to the date of the incident. Because no part was returned, the investigation is limited. A review of the complaint history shows that there were no prior complaints related to uncontrolled motion on this system. Additionally, the behavior did not recur since this complaint. Conclusion: in summary, the root cause is unknown, and the probable cause is that the footswitch and c-arm switch accumulated debris over time which prevented their respective springs from functioning as expected. This behavior will continue to be monitored and tracked in the future. Complaint confirmed: no. Device history record (DHR) review: UDI: n/a ¿ this system was manufactured prior to the FDA¿s UDI rule (2013-23059) published in 2013 and effective for class ii systems (such as the selenia) starting (B)(6) 2016. Sku: sel-00031. Serial number: (B)(6), date of manufacture: 02/11/2011, installation date: 05/16/2011, incident date: (B)(6) 2024, closest pm to complaint date: there are no listed pms for this system. Date of part manufacture: unknown ¿ there is no listed date of part manufacture complaint history: there were no complaints related to this prior to or since the event. DHR review: since our records have no previous footswitch replacements, a DHR review was performed. There were no related discrepancies found in the DHR. ¿selenia accessory alignment¿ verified the footswitch function during manufacturing.